Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported non-sustained lead noise alert was observed at a visit due to oversensing. After various considerations discussed, the alert for non-sustained lead noise was turned off. The patient will continue to be monitored.